Event description:
Customer reported frequent unresponsive or intermitten response by button press. Customer stated their insulin pump was not dropped or exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
The insulin pump buttons responded properly. However, corrosion was found on the keypad traces. The insulin pump had a cracked case at the display window corners, cracked display window, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.